Manufacturer narrative:
Testing of the e and c antigens was not possible due to receipt of complaint beyond expiration dating. No similar complaints have been reported against this lot.

Event description:
Customer contacted ortho clinical diagnostics to report that a weak anti-e & anti-c were not identified during a transfusion work-up with the untreated 0.8% resolve panel c, vrc 127. The pt initially received two units of crossmatch-compatible fya negative blood in 2009. Customer continued the transfusion work-up since one of the screening cells that was negative for the fya antigen was positive. Anti-e and anti-c were later identified with ficin treated cells of vrc 127. This report corresponds to ortho clinical diagnostics inc.